Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the physician used 6 ncircle tipless stone extractor during a stone extraction procedure and every one of them broke during surgery. The open and closing action became more restrictive, the more it was used. After the difficulty occurred, the physician just continued to open and use additional extractors until the procedure was finished. Per the initial reporter, user technique may have been a factor in the extractors breaking. Medwatch #1820334-2018-00958 for 1 ncircle tipless stone extractor, lot #8117705. Medwatch #1820334-2018-00969 for 3 ncircle tipless stone extractors, lot #8495889. Medwatch #1820334-2018-00974 for 2 ncircle tipless stone extractors, lot # unknown. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also conducted. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was performed. One device was returned for investigation. The device was returned with the handle in the closed position and the basket formation in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.8 cm in length. A visual examination noted the support sheath is bowed in appearance. A kink was observed at 1.1 cm from the distal tip. The tip portion of the basket sheath is smashed flat and measures 1.2 cm in length. A functional test noted the handle does not actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure. A complaint history search revealed this complaint to be the only one associated with complaint lot number 8117705. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not completely close, and it also had bent basket wires. There were 2 additional related complaints for issues that all occurred during the same procedure. The information provided in the complaint indicates the issue was with the handle function of the devices and does not mention any basket damage. The returned devices for all 3 complaints found the handles did function, but basket damage was found with all 4 devices. It is likely that the baskets did not function correctly when in the tortuous path of the scope, but did function normally when not in the scope. The observed basket damage could have occurred when the device was retracted from the scope with the basket in the open position. Information provided with the complaint indicates improper orientation of the device during use. When the handle is not pointed at the patient, side loads placed on the sheath near the handle can cause damage to the device and prevent proper basket function. The cause for this complaint is related to user technique. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.